Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 for six days due to high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose at the time of the event was over 500 mg/dl. Troubleshooting for high blood glucose levels was done. The customer initially went to the hospital for high blood glucose levels but went home after his blood glucose levels decreased. However, upon coming back home, his blood glucose levels raised dramatically to over 500 mg/dl, and the customer returned to the hospital to be hospitalized. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. Advised to call back to complete troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.